Event description:
This event involved a patient one year and four months post heartware hvad implantation. The report received indicates that when the battery is charged completely and connected to the controller, the system takes the energy from the other power port. The patient also reported that he had pump stops when this happened. The battery was replaced with no reported patient injury, and the problem resolved. The product will be returned for further analysis investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment, not diagnosis. The battery was returned to heartware for visual and functional examination. The battery was replaced by the hospital. The battery passed the visual analysis but failed functional testing. Further analysis found abnormalities in the testing plots due to an issue with an electrical component within the battery. As of last communication there has been no effect on the patient. Analysis of the device revealed that the device failed to meet specifications. Review of the controller log files correlate with the reported event which revealed 'critical battery' alarms on the reported event date and loss of power three weeks before the event date. The most likely root cause of the event is a communication problem between the battery and the controller due to a faulty electrical component within the battery. The confirmed failure is related to the reported event. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.